Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels. Customer did not provide bg values. Additional information regarding the reported issue was not provided. Multiple attempts were made to follow up with the customer; however, no response from the customer was received.